Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. The ventilator was investigated by our field service engineer (fse). The issue was resolved by reconnecting the nozzle unit in the gas module. Functional test were performed with approval and the ventilator was returned in working condition. The root cause of the reported failure has not been determined.

Event description:
Manufacturers ref: # (B)(4).